Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of light transmission, fiber breakage and bent outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of light transmission, due to bent outer tube and fiber breakage caused a dark image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has darken/shadow crescent image and the shaft was bent. The issue was found during set up of device. There were no reports of patient harm.